Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot e363 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e363 for the reported issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break. No trends were detected for this complaint catagory. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photos is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a blood leak after the treatment was completed. As the customer was taking down the kit after a successful treatment, she opened the drive tube latch to remove the bowl and drive tube. That is when she noticed dried blood where the drive tube meets the three tubes. The customer will be providing photos of the incident. The patient is stable condition and no other requests or concerns at this time.

Manufacturer narrative:
Analysis based on the customer supplied photos verifies that there is dried blood on the inside of the drive tube clamp and on the corresponding section of the drive tube. From the customer supplied photos the leak site cannot be determined. The blood leak has been verified but the site of the leak cannot be determined with the customer supplied photos and the information provided. Based on the available information no further action is required. Investigation complete. (B)(4). (B)(6) 2017. Not returned to manufacturer.